Manufacturer narrative:
The customer-reported issue was confirmed and able to be reproduced during the investigation. The root cause of the fault alarms was determined to be the driver starting up without a load. Since the companion 2 driver's drivelines are not connected to a patient at driver start up, there is no load on the system. This can cause additional stress on the compressor sometimes causing a single compressor malfunction alarm. Additionally, because there is no load on the system, the main tank may be unable to maintain the set pressure which would then cause a system malfunction alarm. Investigation testing determined there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver had a system malfunction while performing a driver checkout.